Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in a saphenous vein graft (svg) to the obtuse marginal. The physician was unable to deploy the 3.50x16mm liberte bare metal stent. When the stent was removed from the patient, a stent strut was found to be raised. Another liberte was used to successfully complete the procedure. No patient complications were reported. Patient status reported as "ok".